Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va2nley. Product type; lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 17-apr-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that the patient went in for an MRI on jan 23rd. They turned it off for the MRI and then back on. They clarified later that the caller meant MRI mode. The caller reported that after the MRI the patient was only able to sleep for 5-6 hours per night and woke up with shooting pain down the leg and foot. The patient reported that the pain was so bad and sharp that it made them nauseated. The patient had to sleep upright in a chair for 3 days and had to take pain pills for the pain. The caller reported that they spoke to the manufacturer representative (rep) about this on jan 27th and then met with the rep in person. The rep did testing and indicates that there didn't appear to be anything broken with the system. The caller reported that the rep reprogrammed the device and decreased the settings and the advised the caller that if the patient still had to pain to try turning the system off completely for 5 days to see if the pain resolves. The caller did not understand why the this would be recommended. Patient services explained how the therapy works. Patient services asked the caller if they think the pain is coming from the actual stimulation, or if it has something to do with the device in the pocket and they did not know. Patient services explained that perhaps the rep was discussing turning it off, just to rule out that the pain is related to the stimulation. Since the rep reprogrammed, the patient can sleep a little longer but still wakes up with the pain. The caller indicated that this device was much easier to feel under the skin than the previous device and said the patient has lost weight since implant. They later said that the patient did not lose weight. Patient services helped the caller change programs. They will try this tonight a nd if no change, they will try turning it off all together for 1-2 nights to see if that has an impact on the pain. Patient services reviewed if not, they should re-engage the healthcare provider (hcp) to see what else may be going on and reviewed that manufacturer is not licensed hcps. Patient will maintain stimulation level and will continue to track symptoms. They confirmed stimulation in bicycle seat area and comfortable. Patient services redirected to doctor if issue persists. The patient's relevant medical history included the patient reports that the patient can only sleep on their back due to a shoulder reversal. Additional information was received from the patient (pt). Pt reported they had a bad experience with their last MRI. Pt stated they got the MRI and they thought they knew what they were doing but pt reported after they had the MRI scan "it moved the lead wire and it landed on my sciatica". Pt stated it was a "living hell for about 5 days until I could get a hold of someone" because this happened on the weekend. Pt reported "they had to take this out" from their last experience.